Event description:
Teleflex medical customer service in another country, reported a distributor alleges a staple jammed. It is unk when this event occurred. No pt injury or medical intervention were reported. No add'l info was available.

Manufacturer narrative:
Cont: the device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation.